Event description:
It was reported that the rigid video laparoscope had defective insulation. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. Date of event is unknown. Additional information will be provided if available. In addition, the following reportable malfunctions were identified during the device evaluation: the fiber bonding in the outer tube area is damaged. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: insulation was defective due to cut on protector of the video cable section, the most probable cause of the complaint (the fiber bonding in the outer tube area is damaged) was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.